Event description:
The "cin" was contacted directly by the surgeon. It was reported the devices were used during a laparoscopic cholecystectomy. It was reported two trocars developed tears in the outer seal during the case. The first was replaced by the second and the second also tore. They used a steri-strip to help reduce the leaking and complete the case. Only one device is being returned. A lot number was provided from another trocar from the same box: l4apge. Both trocars were used at the umbilicus for the scope. There was no consequence to the pt.